Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Handle tip broke during impaction of femoral component. All parts retrieved.

Manufacturer narrative:
The specialist*2 universal handle associated with the reported event was not returned for examination. The reported product lot code j1005 indicates a manufacture date of october of 2005. Review of a provided photograph of the device confirmed breakage of the square-to-circular (.183 dimension) cross-section feature. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via (B)(4) to reduce incidence of instrument failure. A search of the complaint database against product code 966520 did not find any reports of fracture manufactured after the december 2012 design modification. The investigation could not draw any conclusions about the current reported event without the instrument to examine. The current reported 966520 sp2 universal handle was manufactured prior to the design modification in december of 2012. The need for further corrective action is not indicated. Monitor for reported events of fracture for sp2 universal handles manufactured after december 2012. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.